Event description:
It was reported that the patient underwent a posterior surgical procedure. It was reported that sometime post-op the rod broke. The patient is suffering from pain. A revision surgery has been scheduled to remove the hardware.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.